Event description:
It was reported ongoing occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Patient declined additional troubleshooting; therefore no additional information was obtained.